Event description:
It was reported that the customer had not seen any alarms in the insulin pump to alert for a low reservoir. Pump passed the displacement test and the self test. Customer's spouse called in about the pump not rewinding properly and having a button error. Customer's blood glucose level at the time was 297 mg/dl. Customer has to press the button a couple times to get it working. Customer was just sitting at the computer when the alarm occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The low reservoir alarm feature is working properly. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.